Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient, that is enrolled in a clinical study, experienced levodopa medication and stimulation-induced dyskinesias of their parkinson's disease symptoms. The patient was consequently readmitted to the hospital for a short inpatient stay, and a rapid and significant improvement leading to the cessation of the symptoms which was achieved by reducing the medication and stimulation and has been discharged. It was assessed that the event has a causal relationship to the stimulation and is not related to the device itself or the procedure. The patient has removed and the event has resolved with sequelae. No devices will be returned as they all remain implanted. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.